Event description:
CPAP used on prescription regular basis, machine is under use at own risk, recall. How can I tell. No specific information given relative to cause/problem relationship. Only see abnormal machine residue in water container. Can something else be cause of red residue to eliminate concern? I have a picture of container with residue and result appears to occur "after" enough to produce again for lab testing.